Event description:
It is reported that the patient was diagnosed with tibial plate fracture and implant separation. No revision date has been reported.

Manufacturer narrative:
Reference MDR #1822565-2013-01200. This report will be amended when our investigtion is complete.